Manufacturer narrative:
The reporter informed the company that the product had been discarded.

Event description:
Consumer contacted via online chat and stated that the bristle section of her daughter's brush head came away from the brush head itself while in use. No injury was reported.